Event description:
Explant of broken precise sd distal radius plate from patient with osteotomy. Plate had presented bent on 4 week follow-up. Later, patient presented with place broken.

Manufacturer narrative:
Evaluation of surgeon's report indicated that possibly not enough bone graft had been used to fill the osteotomy void. Surgeon also suspected additional trauma to the plated wrist, and that it appeared a lot of force had been applied to the plate. Dimensional evaluation of explanted device showed device critical dimensions were within specification. Device history records showed no anomalies.